Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that immediately after puncture using a bd insyte¿ autoguard¿ bc shielded IV catheter, blood leaked. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 7334848. The lot number was assembled and packaged on afa line 11, from december 3, 2017 thru december 6, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received two iag/bc 22ga units from the lot number 7334848: one unit consisted of a used catheter/adapter assembly; one unit was an unused representative unit in a sealed package. Visual/microscopic examination: used unit: observed a cut/slit in the catheter tubing above the adapter nose. Unused unit: no cuts, holes, splits or the needle piercing thru the catheter tubing wall. Water/air leak test: used unit: air bubbles were observed coming from the area of the cut/slit. Unused unit: no leaks were observed during leak testing. The returned used unit provided for evaluation revealed a cut/slit at the base of the catheter tubing and leaking was confirmed due to the cut/slit. It cannot be conclusively determined whether the defect of needle through catheter was caused during manufacturing processes or during manipulation of the device in the user environment. Needle spearing through the catheter wall tends to produce a v-shaped slit. There was no definite physical or mechanical evidence that confirmed supported manufacturing process related issues for the defect observed in this incident. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.